Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
The patient reported pain and a lump at the ipg site. Reportedly, the ipg was superficial and close to the surface of the skin thus causing discomfort. In turn, the ipg moved around in the pocket. Follow-up identified surgical intervention was undertaken during which time the scs system was explanted.